Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during an embolization treatment of an aneurysm, upon coil positioning during placement, the coil prematurely detached partially within the aneurysm and the microcatheter. Upon withdrawal, the device was stretched. No intervention was reported. The patient was reported to be fine.